Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold and opening on anterior (valve bond edge). Leak test and microscopic analysis was performed which identified; two openings sharp on valve bond edge and patch bond edge and non-penetration nick in the patch. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve and patch bond edge (anterior/ posterior) assessed as an unidentified (tear) opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.